Event description:
The account alleged the brakes are not holding in brake mode, the brake casters swivel. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters to resolve the issue.